Manufacturer narrative:
Visual analysis of the returned device identified: brown particles, crease fold, wear abrasion opening and weight to the spec. A microscopic analysis was performed which a crease sharp in the posterior side also have around the opening non-penetrating nicks. Based on the device analysis the final assessment is: a crease sharp in the posterior side due to a fold flaw opening.

Event description:
Health professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device has been explanted.